Manufacturer narrative:
(B)(4). The customer advised physio-control that they were unable to isolate the internal paddles and handles that had been used during the event, so the customer provided physio-control with all seven (7) of their sets for evaluation. Physio-control then evaluated the customer's device, as well as all seven (7) sets of internal paddles and handles, but was unable to duplicate the reported issue. Physio-control further downloaded the electronic records from the device for all events that had occurred on/around the date provided (B)(6) 2019) by the customer; however, there was no evidence of abnormal shocks, or a failure to shock, observed in those records. All shocks appeared to have been properly delivered. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to shock using internal paddles with handles. The customer reportedly tried twice, but neither attempt was successful. A second set of internal paddles and handles was obtained and secured to the device. The device user then attempted to shock using the second set of internal paddles with handles, but was unsuccessful. The customer advised that during the three attempts to charge and shock using the two different sets of internal paddles, the device had successfully charged to 20 joules. The customer advised physio-control that the event occurred on/around (B)(6) 2019; however, no further details about the patient or the event were provided.